Manufacturer narrative:
A philips field service engineer (fse) went to the customer site, and performed an internal inspection of the device. The fse found that the speaker cable was disconnected. Based on the information available and the testing conducted, the cause of the reported problem was a disconnected internal speaker cable. The reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Box e: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint on an intellivue x3 module indicating that the monitor displayed a "loudspeaker problem", and there were no sounds from the speaker. The device was being used as a standby device. No adverse event or patient harm was reported.